Manufacturer narrative:
(B)(4): the customer reported having a power failure on the monitor. A philips field service engineer evaluated the device. The symptom was clarified as the device not charging. The power pca was replaced to resolve the issue.

Event description:
The customer reported having a power failure on the monitor.